Event description:
The pt experienced increased pain. The catheter was occluded and a catheter revision was performed at the spine. The distal portion of the catheter was removed and replaced. The health care professional believed "occlusion from dark matter at ports on catheter prohibit drug flow into csf." The pt was not injured and recovered without sequela. The medication being delivered via the device system before revision was morphine with a concentration of 20 mg/ml and a daily dose of 8.257 mg/day. The daily dose was reduced after the revision was performed. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.